Event description:
A facility reported a pt experienced a tear in the capsular bag; therefore, the surgeon had to switch the type of intraocular lens (iol) being implanted. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 12/18/2009, 01/04/2010 and 01/07/2010 by phone, fax and mail. A completed questionnaire has not been received.